Event description:
The doctor reported poor cutting performance of the trocar blade during insertion into eye. The blade touched the lens, and caused a posterior capsule rupture. The doctor tried to remove the blade from the cannula, but it could not be removed smoothly. The incisions could not close automatically; 3 sutures were required. The insert position of the iol was changed to out of the bag. The patient's outcome is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.